Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose of 28 mmol/l and ketoacidosis. Caller stated that the customer took a manual injection to bring the blood glucose down. Customer's insulin pump was alarming button error and it had keypad issue. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked belt clip slot, and cracked battery tube threads.